Manufacturer narrative:
H3: product analysis: evaluation determined that the not possible to insert a bur, due to seized distal bearings. It was also noted that tube is damaged, laser markings were faded. B3: date of incident or estimated date of incident was not provided to the manufacturer. Aware date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. It was reported that there was no patient impact reported. Additional information was received stating that seized distal bearings were found during evaluation.